Event description:
It was reported that the patient called to request another activator pouch and questioned longevity of the activator battery. The patient also reported that the loop recorder has "stopped" at times and did not record heart rate. It was further reported that the patient has not followed through with prescribed doctor's orders related to the implanted device and has not been seen since the implant of the loop recorder. Patient will be contacted for follow up. The recorder remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.